Event description:
It was reported that the patient experienced several episodes of ventricular fibrillation (vf) a few days after the right ventricular leadless pacemaker (lp) was implanted. The vf was resolved with external defibrillation. The physician alleged the vf was due to the lp. The lp was explanted and replaced with an implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the physician suspected the event was not related to the lp or to the position of the lp. The physician alleged it was related to the patient's tricuspid valve. Additionally, the patient experienced rib fractures during the resuscitation and external defibrillation.